Manufacturer narrative:
This complaint was confirmed by data log analysis. After the case, the user removed the system for the field service representative (fsr) to evaluate. Software data logs were received by the manufacturer on july 16, 2014 for further evaluation. The fsr could not duplicate the reported issue. The unit calibrated fine several times. The unit operated to manufacturer specifications and was returned to clinical use. Log analysis show calibration was attempted and failed ten times on this date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate to oxygen (o2). The system switched back to "calibrate" without completing. Multiple attempts to calibrate the o2 were unsuccessful. The device was not changed out, as they decided to use the device as the patient was already in the o/r. In addition, a mechanical gas flowmeter was used. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.